Manufacturer narrative:
During the device evaluation, corrosion and fibers were found within the device, which was identified as a probable cause of the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, when the foot pedal was pressed, a bur was starting to spin in the attachment, despite the attachment not being set into locked state yet. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.